Manufacturer narrative:
Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was observed. There is blood in a bag with tubes and the hemogard assembly is at a slant on the tube with blood on the outside of the tube. One hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and the issue of stopper creepout was not observed. There were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout with the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 bd vacutainer® lithium heparinn 75 usp units blood collection tubes the stopper had a loose closure and leakage occurred. Samples were recollected. The following information was provided by the initial reporter: when customer transport sample tube from collection room to lab, the closure of some heparin tube auto push out from tube part lead to blood into tube spilled out. They use aerocom pneumatic tube system to sample transportation. Did the spilled tubes need to be recollected for testing to be completed - yes or no? -- yes. Customer need to be recollected for testing to be completed.

Event description:
It was reported that during use with 2 bd vacutainer® lithium heparinn 75 usp units blood collection tubes the stopper had a loose closure and leakage occurred. Samples were recollected. The following information was provided by the initial reporter: when customer transport sample tube from collection room to lab, the closure of some heparin tube auto push out from tube part lead to blood into tube spilled out. They use aerocom pneumatic tube system to sample transportation. 1. Did the spilled tubes need to be recollected for testing to be completed - yes or no?: yes. Customer need to be recollected for testing to be completed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.